Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that the staples malformed. During the vats lobectomy, when severing the bronchus on the 4th firing, after fired, found some of staples malformed, suture was used to sew the wound. There were no adverse consequences to the patient.